Event description:
On (B)(6)/2009, the patient reported that about 1 month ago he pulled the insulin cartridge out of his infusion device which resulted in all the insulin spilling into the cartridge chamber. He said he was able to detach the plunger from the piston rod and successfully dry out the chamber. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.